Event description:
An endovascular stent with delivery system was successfully advanced and deployed in the pt's left iliac artery. A second endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's right iliac artery. Attempts to inflate the balloon and deploy the stent were unsuccessful. In an attempt to retract the balloon catheter, the stent became tethered to the balloon. Attempts to withdraw the sds were unsuccessful due to the pt's tortuous anatomy. The pt was sent for emergency surgery. Laporoscopic surgery was performed to successfully remove the stent from the pt's left illiac artery and the arterial wall was repaired with a patch angioplasty. There were no add'l clinical sequelae reported relative to this event.